Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had adjusted the program and the issue ¿self resolved¿ with time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device had not been effective since taking a 4-hour car ride. They had strong urges and issues with incontinence. They were wondering if they did something to the therapy. Patient did mention they iced the area prior to the call because the pain medication wasn¿t doing a good job but was still able to drive. They stated there was tenderness at the ins site that had been there since implant. They have increased the stimulation but can¿t go too high as it got too strong. Patient stated that they would speak with their hcp at their appointment on (B)(6) 2018. No further complications were reported.